Manufacturer narrative:
Unable to perform the occlusion test due to a broken reservoir tube lip and missing reservoir tube lip o-rings. The insulin pump passed the basic occlusion, prime, excessive no delivery alarm and motor tests. The device rewinds properly and the motor does not come out of the case during rewind. Cracks to the case, battery tube threads, display window, reservoir tube, reservoir window and missing end cap sticker noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the drive support cap came out of the insulin pump case during rewind, and the customer did not know how it happened. No further information was provided.